Manufacturer narrative:
(B)(4). Batch # t5cf6y. Investigation summary: upon visual inspection of four photos, the following was observed: the first photo shows a blue reload from batch area and belong to batch # r59306. The second photo shows a blue reload from top view and a loose driver can be seen inside from plastic bag. The third photo shows a gold reload from batch area and belong to batch # t5cf6y. The fourth photo shows a gold reload from top view and no defects could be observed. Based on the photos reviewed, the event describe cannot be confirmed; since no pan dislodgement was observed. The analysis results showed that one ecr60d reload was received unfired. After further analysis of the reload, it was noted that the top of the one piece sled rail was damaged. No functional test could be performed due to the condition of the reload. The damaged on the cartridge it is consistent with high (outside indicated use) staple forming forces, however there is insufficient evidence to determine the cause of the higher loads. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the endoscopic surgery for esophageal cancer surgery, could not fire when severing gastric tissue with ecr60d. Changed an ecr60b and tried to fire again,noted the cartridge pan was loose. Changed the new one to complete surgery. There was no patient consequence reported. Please refer to the attached photos of the defect product. No additional information can be provided.